Event description:
I received the essure in 2011 and after receiving it. It caused heavy bleeding and severe cramping. It was so bad, that on (B)(6) of this year. I received an hysterectomy. There was nothing else they could do for me.